Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown accolade stem was reported. The event was confirmed by medical review. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: {......} revision operation one note: an operation note dated (B)(6) 2019 by dr. Was for right total. Hip revision arthroplasty, femur only. The reconstruction was performed with a restoration modular implant. The surgeon felt excellent stability and equal leg lengths were obtained pre-revision ap and lateral view of the right hip reveals an accolade implant with a cementless acetabular component. Components appear in satisfactory position. A significantly displaced fracture of the greater trochanter is present. Ap and lateral view of x-rays marked post revision 1 reveal a restoration modular implant with multiple cables. The implant appears satisfactory but it appears that the implant was placed somewhat deep resulting in relative shortening. The calcar is located in the mid neck region. The greater trochanter fragment is at the level of the acetabular cup {....} conclusion of assessment: this inquiry reports a revision of a primary total hip replacement due to periprosthetic fracture. The patient then underwent second revision for a recurrent fracture with subsidence of the first revision implant. I can confirm that this event took place since I was able to review the operation reports and the radiographs. Regarding the possible root cause of this event, the first revision was due to trauma. The second revision may have included trauma, but the implant also subsided. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device evaluated by manufacturer? Not returned to the manufacturer.

Event description:
This pi is for the first revision for femur ppfx completed on (B)(6) 2019. As per med review regarding (B)(6) 2019 revision: pre-revision ap and lateral view of the right hip reveals an accolade implant with a cementless acetabular component. Patient had right index tha (outside of cors scope). Patient fell and had a femur ppfx (b2) underwent revision on (B)(6) 2019. Only femur and head exchanged.